Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. The patient was started on vancomycin ip (daily, dose not reported) and an unknown antibiotic ip (daily) for 14 days as the treatment for the peritonitis. The patient was discharged from the hospital after five days and was recovering from the peritonitis event. The pd therapies were ongoing. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13g15032 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).